Manufacturer narrative:
No fibrin clots or strands were present within the patient's sample. The customer's calibration results, sample pre-analytic details, and system alarm trace were requested but not provided. The customer's qc results were within range for level 2. The customer's level 1 qc was high and outside of 2 standard deviations. The customer did not perform repeat testing with level 1 qc. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys vitamin d assay results for one patient tested on a cobas 8000 e 801 module and a cobas e 411 rack. The initial vitamin d result was not reported outside the laboratory. The customer performed repeat testing with aliquoted samples. On (B)(6) 2021 and at 01:57, the patient's initial vitamin d result on the cobas 8000 e 801 module was 100 ng/ml with a data flag. On (B)(6) 2021 and at 2:38, the patient's 1st repeat vitamin d result on the cobas 8000 e 801 module was 19.0 ng/ml. On (B)(6) 2021 and at 3:42, the patient's 2nd repeat vitamin d result on the cobas e 411 rack was 6.85 ng/ml. On (B)(6) 2021 and at 16:23, the patient's 3rd repeat vitamin d result on the cobas 8000 e 801 module was 3.07 ng/ml. The customer determined the first repeat vitamin d result of 19.0 ng/ml was correct. The cobas 8000 e 801 module vitamin d reagent lot number was 52796100 with an expiration date of 28-feb-2022. The cobas e 411 rack vitamin d reagent lot number was 56154800 with an expiration date of 31-jul-2022. This medwatch is for the cobas e 411 rack. Refer to the medwatch with patient identifier (B)(6) for the cobas 8000 e 801 module.